Event description:
Patient (B)(6) called stryker (B)(4) on (B)(6) 2012 to report that he underwent a revision surgery on (B)(6) 2012 (approx). The revision was performed by dr. (B)(6) at the (B)(6) . The devices were implanted 4 years-ago and were explanted because he had severe pain and an allergy to chrome cobalt.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.